Event description:
This follow-up report is being submitted to relay additional information. The surgeon reported there is no revision planned. The product remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the tmjpm device history records identified no deviations or anomalies during manufacturing. Part and lot identification are necessary for review of device history records, neither were provided for the screws. A complaint history search is not required as the reported tmjpm device is a custom design in which only one device was manufactured for the part number. Complaint history review cannot be performed without product identification; identification was not provided for the screw. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The designer of this device, 3d systems, was notified of this complaint and an investigation was conducted into the reported event. The digital design files confirmed the components were designed to the relevant work instructions. No missing material was identified in the left or right fossa design or parasolid files. Models, guides, and implant samples were visually inspected and a fit check of components was completed by a trained tmj and quality personnel prior to release. The reported event is unconfirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). (B)(4). Concomitant medical products: biomet microfixation unknown screws, catalog #: ni, lot #: ni. Foreign country: (B)(6). PMA/510(k) number: this product is not cleared or distributed in the u.s. However, this report is being submitted as biomet microfixation manufactures a similar device that is cleared or distributed in the united states under PMA number p020016. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision due to fit issues will occur. The surgeon stated in the web meeting for the revision that the material was missing from lateral inferior edge of the fossa component. Attempts have been made and no further information has been provided. No additional patient consequences were reported.